Manufacturer narrative:
Unit received with currents in specification. No unexpected low battery. No missing segments noted. Unit received with bleeding lcd glass, minor scratched lcd window, cracked case near display window corners, and battery tube threads cracked.

Event description:
The customer reported via phone call that the insulin pump's screen had squiggly lines. With every battery change, the customer had to reprogram the time and date. The insulin pump went through several batteries. The insulin pump was bumped. The insulin pump alarmed auto off. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.